Event description:
It was reported that during a vats lobectomy, when a gold reload was removed from the jaws after the first firing, the cartridge pan was detached off and remained in the lower jaw. The cartridge pan came off from the lower jaw when the jaws were put into a beaker to clean. After that, another new gold reload was loaded into the same instrument for the second firing and the second firing was completed as intended without any difficulties. Then, the third firing was also completed as intended with an blue reload. All staples were formed as intended including the first firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. No conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.